Event description:
Hill-rom received a report from the account stating that the bed alarms were inoperative. The bed was located at the account in storage. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician found the p15 connector on the upper control not secured. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician secured the connection to resolve the issue. Based on this information, no further action is required.